Manufacturer narrative:
(B)(4). Batch # n91r5c. The analysis results found that the el5ml device was returned with the jaws damage and 3 clips jammed. The clips were removed in order to perform functional testing. Due to the condition of the jaws, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found bent and 6 clips inside clip track. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy that while attempting to load the device with a clip inside of the patient, the jaw of the device split along its seam. It appeared that all pieces were retrieved, none were noticed to be missing. The procedure was completed using a like device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2016.